Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 300 units of insulin. Reportedly, the insulin gauge remained static at 125 units of insulin. The customer's blood glucose level was 425 mg/dl, which was addressed with multiple bolus via the insulin pump and syringes. The customer declined to reload the current cartridge with tandem technical support to recalculate the fill estimate, and confirmed that the customer would call back should further assistance be required.